Manufacturer narrative:
Philips service replaced the converter and adjusted the x-ray curve. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray generator circuit breaker fault due to defective converter on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.